Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an intracranial hematoma removal procedure, the disposable tool was broken while using a pneumatic cranial drill. It was reported that there was a procedure delay and the surgery was completed using a backup device. It was reported that there was no patient impact. On follow-up, it was confirmed that the patient had no further issues post-surgery. It was also reported that the tool has been discarded.